Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0704 aspiration/inhalation. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses tandem mobi in modified closed loop. The patient is 3 months postpartum. On (B)(6) 2025, while pumping, she felt shaky and clammy. The cgm was 210 and bg 198 mg/dl. She took insulin via pump. Then according to the patient, about 15 minutes later, she had a seizure with aspiration and hit her head. When she woke, the cgm screen showed no readings and the bg by emergency medical services was 40 mg/dl. She was given dextrose drip and taken to the emergency department. She had a chest x-ray and head CT (computed tomography) scan and had a concussion with vomiting. She stabilized and was discharged after a few hours. At the time of the report, the patient was doing fine. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.